Manufacturer narrative:
Correction: this report represents 8 of the patients who required ppm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the reported heart blocks were caused by the mechanism explained in the technical summary mentioned above. In addition, as per article, assessment of the membranous septal anatomy prior to transcatheter aortic valve replacement with a balloon expandable valve provides information about the risk of av conduction abnormalities after tavr. The presence of calcium in the device landing zone increases the risk of av conduction abnormalities. In such cases, a more aortic deployment of the prosthesis may be warranted. There is no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a literature article, "computed tomography (CT) assessment of the membranous septal anatomy prior to transcatheter aortic valve replacement (tavr) with the balloon-expandable sapien 3 valve", one hundred two patients with symptomatic severe aortic stenosis undergoing tavr with the s3 prosthesis between august 2015 and november 2016 at 2 academic hospitals were studied. In total, 17 patients received a permanent pacemaker (ppm) and 28 developed a new left bundle branch block (lbbb) following tavr. Indications for ppm implantation included complete heart block (chb) 13 patients, lbbb with abnormal electrophysiology study 2 patients, and tachy-brady syndrome in 2 patients. This report represents 9 of the patients who required a ppm.